Manufacturer narrative:
Ppae/cardiac failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d1. Brand name changed. H6. Clinical code e0621 changed to e0611.

Event description:
A 34-year-old male with history of nonischemic cardiomyopathy presented with acute/chronic with decompensated heart failure had an impella 5.5 inserted via right axillary artery as bridge to transplant. On 9/26 a defibrillator was implanted. On 9/29 there was device repositioning and rv dysfunction noted. On 10/6 worsening right ventricle function noted and on 10/9 underwent cardiac transplant with explant of impella 5.5 without incident.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.